Manufacturer narrative:
Continuation of d10: product ID: b3400060m, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: extension. Product ID: b3400060, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: extension. Product ID: b3300542, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. Product ID: b3300542, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 28-nov-2025, UDI#: (B)(4) ; product ID: b3400060, serial/lot #: (B)(6), ubd: 27-nov-2025, UDI#: (B)(4) ; product ID: b3300542, serial/lot #: (B)(6), ubd: 26-oct-2025, UDI#: (B)(4) ; product ID: b3300542, serial/lot #: (B)(6), ubd: 15-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) had exposed stimulation hardware in the right parietal region. The caller inquired about the patient's eligibility for magnetic resonance imaging (MRI) scanning with exposed hardware. The agent reviewed MRI scanning guidelines and suggested not to scan due to the exposure. No other information was provided. The entire system was removed on (B)(6).